Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient has always had a hard time recharging. Patient reported it took a long time and recharger got hot. Patient stated it took about 6 hours to recharge. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that nothing led to the reported issues. Patient reported a new battery will be installed on (B)(6) 2019.